Event description:
It was reported that a flo-gard infusion pump had a clamp that would not enter. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual testing and functional revealed that the half security clamps were left in the channel. The cause of the condition was determined to be a piece of a safety slide clamp was left in the slide clamp slot. To correct the condition, the piece that was blocking the clamp was removed from the channel. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.